Event description:
About 20 minutes afte pt started dialysis, the machine alarm went off. Air was observed in the arterial line just above the dialyzer. Blodd droplets were seen on front of machine below the blood pump. When the blood pump segment of the line was removed from the pump, a tear in the line was noticed and same blood drops came from it. It was estimated that <5cc total leaked from the hole. The arterial line was replaced. The estimated blood loss fro replacing the line was 50 cc.